Event description:
Dose/frequency-infuse 6 gm (60 ml) subcutaneously every week. Indication -antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulin mia. Patient reports for the past few infusions her pump keeps getting slower and slower. Her last infusion took almost double the time. No further info available. Lot number is unknown. 1. Did the reported product fault occur while in use with the patient? Patient reports for the past few infusions her pump keeps getting slower. Her last infusion took almost double the time. 2. Did the product issue cause or contribute to patient or clinical injury? If yes, was any medical intervention provided? Unknown. 3. Is the actual device available for investigation? Unknown. 4. Did we replace the device? Unknown. 5. Did the patient have a backup device they were able to switch to? Unknown. Reported to cvs/caremark by: patient/caregiver.